Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to faulty interface board. The pump had a cracked corner display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 208 mg/dl at the time of incident. The customer stated that the pump had blank display even after the battery was changed. The customer was advised to leave the battery out for 2 hours and to call back if the display does not return. The insulin pump was returned for analysis.